Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that they lost their controller. During the call, caller also said the recharging paddle is always hard to plug into the controller. Caller stated that it takes a while for her to get the charge going. Patient service specialist asked when the issue with recharger started and caller stated probably a few weeks ago. Agent asked pt to inspect recharger for damage- patient confirmed there is no visible damage to the recharger cord. Pt mentioned they continued to have issues with the paddle and wanted a replacement.  Patient called back stating that they are still having implant charging issues. Patient reported that it takes 8-10 hours to charge their implant. Patient repe ated the information from this case and also mentioned that they have not had a back door to their controller for some time now. Patient stated that they think that their implant moved and that it has been a struggle to charge because they are not sure where the implant is seated at. Patient mentioned that they have to really jam the recharger into their controller to get it to plug in; patient followed up by saying that there was a piece of the rechargerthat was sliding. Agent had the patient inspect the recharger for any damage; patient confirmed no damage. Agent advised that the patient follow up with their managing hcp and have their implant checked out. Agent explained how the implant moving can have an effect on charging the implant. No symptoms were reported. Patient reported that implant was high up on back at waistline and that it was difficult to charge because recharger slides down. Patient stated that they are going to schedule to move implant lower.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown .product type unknown .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the surgery date was on (B)(6) 2024. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown serial# unknown product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID neu_unknown (serial: unknown); product type: 0217-unknown; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that they lost their controller. During the call, caller also said the recharging paddle is always hard to plug into the controller. Caller stated that it takes a while for her to get the charge going. Patient service specialist asked when the issue with recharger started and caller stated probably a few weeks ago. Agent asked pt to inspect recharger for damage- patient confirmed there is no visible damage to the recharger cord. Pt mentioned they continued to have issues with the paddle and wanted a replacement.  Patient called back stating that they are still having implant charging issues. Patient reported that it takes 8-10 hours to charge their implant. Patient repeated the information from this case and also mentioned that they have not had a back door to their controller for some time now. Patient stated that they think that their implant moved and that it has been a struggle to charge because they are not sure where the implant is seated at. Patient mentioned that they have to really jam the recharger into their controller to get it to plug in; patient followed up by saying that there was a piece of the recharger that was sliding. Agent had the patient inspect the recharger for any damage; patient confirmed no damage. Agent advised that the patient follow up with their managing hcp and have their implant checked out. Agent explained how the implant moving can have an effect on charging the implant. No symptoms were reported.